Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation and an overstimulation sensation from their implantable neurostimulator (ins) in addition to not being to make adjustments to the stimulation. It was also reported that the stimulation increased drastically while standing and that the trends of the overstimulation were erratic and not repeatable. Additional symptoms reported that were associated with the event were weakness and less than 50% therapy relief to their left and right sides. Specifically, the patient had good coverage in their right side and had a ¿distraction¿ from their pain but did not feel positive about the device system. The manufacturer¿s representative repeatedly checked the patient at the appointment regarding therapy relief and they did state that they were not noticing as much pain. It was noted that the patient had ¿drastic reactions¿ to the stimulation even at their perception threshold and that movement from left to right gave them a ¿jolting¿ sensation in the areas of coverage. The patient was of low mobility and had great difficulty out of the chair. The representative turned the stimulation off and set the amplitudes to a ¿very light tingle¿ in the standing position. The patient was requested to try this setting for at least one day. In addition, it was noted that their ins was in a discharged state when they arrived for the appointment and they were instructed to charge the device as soon as possible. At 5:30 pm on the day of report, the patient reported that they were not able to turn the stimulation off and the representative then instructed them on how to turn off the device using the recharger unit (patient had misplaced their programmer unit). Initially, the patient was unable to position the recharger correctly over the ins for the first 4 attempts but was then successful on the fifth attempt (patient was large and had a difficult time reaching the ins position to make changes). Follow up information obtained on 6 days later reported that the patient was keeping the ins off as they did not like the sensations and drastic positional changes where they are overstimulated regularly. It was noted that the patient¿s programming did give paresthesia to the correct areas but that the just did like using it for the above reported sensations. The patient had not yet been seen on follow up and was to be reprogrammed at their next follow up appointment in january. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.